Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump into water. Following the pump getting wet, the customer believed the pump battery was depleting quickly and the pump shut off during the night. The customer's blood glucose level was 305 (mg/dl) and a manual injection was administered. Review of the pump history during troubleshooting with tandem technical support showed the pump battery fully depleted from 40% within approximately one day. Reportedly the customer had manual injections as alternate insulin therapy.